Manufacturer narrative:
(B)(4). Batch # t5dp15. Device analysis: the analysis results showed that the cr40g reload was received with no apparent damage, fully loaded with staples. The washer was uncut, and the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test device and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, device was loaded on tissue and when went to fire that staples did not deploy. He does state that when he was handed device that it did not look like is was loaded correctly. It is unknown how the case was completed. No patient consequences were reported.